Manufacturer narrative:
H6: patient code corrected from e0623: unspecified heart problem to e2015: unspecified tissue injury as per medical safety. Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: procedural transesophageal echocardiography (tee) showing proximal implant position, somewhat tugged under limbus which might decrease reliability of tug test. Leak assessment is not shown in all tee angles and cannot be adequately assessed. It is possible that proximal position contributed to the early device embolization. A transthoracic echocardiogram (tte) showing embolized device on ventricular side of mitral valve, seemingly attached to anterior leaflet. No pericardial effusion. Tee showing embolized device on ventricular side of mitral valve, showing percutaneous retrieval by left atrium (la) access. Significant residual mitral regurgitation (mr) directed posteriorly with prolapse of chordae of anterior leaflet. Video loops of watchman implant and percutaneous watchman retrieval are shown, and chronology seems mixed up with no time stamp of the individual loops. In essence, the fluoroscopy imaging showed percutaneous retrieval of the embolized device using large sheath and snare.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with bilobed broccoli anatomy. A watchman fxd double curve access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted. Approximately one (1) hour post procedure, while in recovery, the patient became mildly hypotensive. A limited transthoracic echocardiogram (tte) exam was completed which revealed device embolization. The closure device was successfully removed from the mitral valve percutaneously. The patient remains in the hospital and was assessed for surgical repair for the mitral valve damage. On (B)(6) 2025, the patient had surgical repair of the mitral valve, laa ligation and coronary artery bypass grafting (CABG). The patient was reported to be doing well post-surgery.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with bilobed broccoli anatomy. A watchman fxd double curve access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted. Approximately one (1) hour post procedure, while in recovery, the patient became mildly hypotensive. A limited transthoracic echocardiogram (tte) exam was completed which revealed device embolization. The closure device was successfully removed from the mitral valve percutaneously. The patient remains in the hospital and was assessed for surgical repair for the mitral valve damage. On 02-jun-2025, the patient had surgical repair of the mitral valve, laa ligation and coronary artery bypass grafting (CABG). The patient was reported to be doing well post-surgery.

Manufacturer narrative:
A1: patient identifier added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with bilobed broccoli anatomy. A watchman fxd double curve access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted. Approximately one (1) hour post procedure, while in recovery, the patient became mildly hypotensive. A limited transthoracic echocardiogram (tte) exam was completed which revealed device embolization. The closure device was successfully removed from the mitral valve percutaneously. The patient remains in the hospital and was assessed for surgical repair for the mitral valve damage. On 02-jun-2025, the patient had surgical repair of the mitral valve, laa ligation and coronary artery bypass grafting (CABG). The patient was reported to be doing well post-surgery.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro implant only was returned for analysis. The device was microscopically examined which revealed that the implant had frame damage consisting of a bent strut, and fabric damage. This damage is consistent with damage that can occur with retrieval of the device. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with bilobed broccoli anatomy. A watchman fxd double curve access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted. Approximately one (1) hour post procedure, while in recovery, the patient became mildly hypotensive. A limited transthoracic echocardiogram (tte) exam was completed which revealed device embolization. The closure device was successfully removed from the mitral valve percutaneously. The patient remains in the hospital and was assessed for surgical repair for the mitral valve damage. On 02-jun-2025, the patient had surgical repair of the mitral valve, laa ligation and coronary artery bypass grafting (CABG). The patient was reported to be doing well post-surgery.